Manufacturer narrative:
Follow-up #1: date of submission 01/13/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/22/2016 with the following findings: investigation did not confirm the complaint of inaccurate deliveries on/before the complaint date of (B)(6) 2016 due to overwritten data in pump and black box history due to continued pump use. Current total daily dose history matched the basal and bolus history; the basal history added up correctly to the basal segment programmed by the user. There were no errors, alarms or warnings in the alarm history indicating an interruption in delivery. The pump was tested for delivery accuracy during investigation and was found to be within specifications. During the investigation, the pump was set to temp basal of 100% change rate for 4 hours and the pump correctly calculated and delivered 2.0 units over a 4-hour time span. After 4 hours, the pump returned to the normal basal delivery program. Investigation did not duplicate the complaint and the pump was found to be operating as intended without malfunction. .

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging they had set the temporary basal program for a duration of four hours but the pump converted the temporary basal program back to the normal basal rate after one hour. There was no indication this issue caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.